Manufacturer narrative:
This supplemental report is being submitted to provide device evaluation information supplied by the manufacturer. Please refer to the following sections for the new information: d8, d9, h2, h3, h4, h6, and h10. The device was returned to olympus for evaluation and the customer's allegation was confirmed due to deformation of the connector unit. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): do not use the device if you are doubtful of its normality. Also stop using the device if you detect any irregularity while using the device. Continuing to use the device may result in serious harm". The most probable cause of the complaint is cause traced to component failure. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the camera head could not be connected. The issue occurred during preparation for use and there was no patient harm associated with the event.

Event description:
The customer reported to olympus that the camera head could not be connected. The issue occurred during preparation for use and there was no patient harm associated with the event.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will submitted upon completion of the investigation or if additional information is provided by the user facility.